Manufacturer narrative:
Complaint evaluation: the remote service engineer (rse) evaluated, with the assistance of the customer. And found that pads cable needed to be replaced. Customer resolution and conclusion: upon conclusion of the evaluation. It was determined, that this was a malfunction of the pads cable . The customer has ordered the part to rectify the reported problem. The device remains at the customer site. And no further evaluation is required at this time.

Event description:
It was reported to philips that the their was a malfunction with the hands free pads cable. There was no patient involvement.